Event description:
It was reported the patient was seen in the ER. She reported episodes of syncope. The bipolar impedance, 190 ohms, was less than unipolar, 300 ohms. The low impedance was noted as possibly indicating an insulation breach. Oversensing and inhibition of pacing output were also reported. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.